Event description:
The customer reported that he was hospitalized due to a diabetic ketoacidosis, with a blood glucose of 436 mg/dl. Troubleshooting was not possible as the customer lost the insulin pump during the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.